Event description:
Hcp reported presumptive diagnosis of a catheter tip granuloma due to confirmed occlusion of the intrathecal catheter via an unspecified diagnostic procedure. The patient reported onset of new, sciatic-type pain over the last 2 months. Hcp reported the implanted catheter tip was poorly visible due to artifacts and distortion caused by extensive spinal instrumentation previously implanted. Therefore, the presumptive diagnosis of a catheter tip granuloma was made. Due to the implant duration of the infusion pump nearing end of battery life, it was replaced during the same operative procedure as the catheter. Intraoperatively, the hcp noted "black debris" at the tip of the explanted catheter consistent with the presumptive diagnosis of a catheter tip granuloma. A new intrathecal catheter was implanted at a different level within the spine. No intraoperative complications were reported, and the patient was transferred to the recovery room awake, and in stable condition. The new pump was filled with the same medication combination as the previous pump, and programmed to deliver 0.7ml/24hrs of:700mcg/day of clonidine 1000mcg/ml & 21mg/day of morphine 30mg/ml. Final patient outcome and device analysis results were not available at the time of this report. A follow up report will be sent when additional information is received.